Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, with a lowest blood glucose of 34 mg/dl and an estimated duration under 70 mg/dl of about two hours; the user attributed the event to missing a meal, received low and urgent low alerts, and corrected with oral glucose tablets after contacting support, where troubleshooting and education on the 15/15 rule were provided. Symptoms included none reported such as loss of consciousness or dizziness. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included user interview and troubleshooting with education on hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction, with use-related and behavioral factors, specifically missed meal and delayed treatment, considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.